Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead has twiddler's syndrome. This lead was noted to have impedance measurements greater than 2,000 ohms. During a routine device change out procedure this lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.